Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt did not go to the hosp and continued to use the lifevest. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor (B)(4) - initial use. Electrode belt (B)(4), 02/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female pt's daughter contacted zoll customer support to report that the pt was treated. The lifevest treated the pt at 20:05:24 and 20:06:00. The rhythm at the time of the treatments was atrial fibrillation (af) at 170 bpm and af with a rapid ventricular response at 174 bpm. Rapid af contributed to the false detections. The pt was conscious at the time of the event. The response buttons were only pressed after the treatment was delivered. The pt did not go to the hosp and continued to use the lifevest.